Manufacturer narrative:
Additional information received: it was confirmed that the entanglement of endoanchor with the stent strut did not result in any damage to the endurant stent graft. Additionally, there was no issues with the stent that could have contributed to the endoanchor fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis two still images and a 29-second video clip were received for analysis. The image shows the distal end of a heli-fx applier housing held in gloved hands; however, the image quality is not very clear. The image also shows what appears to be a deployed, fractured endoanchor implant fragment placed on a table. The second image shows a section of the distal end of the heli-fx catheter and the applier housing held in gloved hands. Due to poor image quality, it could not be confirmed whether a fragment of the endoanchor remained loaded within the housing. The 29-second video clip shows a physician attempting to remove a fractured endoanchor fragment from the housing. The fractured endoanchor fragment was successfully removed from the housing. Film analysis conclusion the reported endoanchor fracture was confirmed; however, the cause of the event could not be determined based on the single still image provided. The pre-implant anatomy is unknown, and procedural angiographic images capturing the endoanchor deployment and the moment of fracture were not available, limiting a thorough assessment of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the prophylactic use of the heli-fx endoanchoring system in an endovascular procedure with an endurant iis stent graft, the endoanchor fractured during deployment. The endoanchor was positioned, and the first turn of the release was performed without difficulty, allowing the endoanchor to penetrate the endoprosthesis. No device signals were observed. During the second stage of deployment, the endoanchor became entangled with a strut and fractured, leaving half of the screw implanted. The applier was carefully removed, and the remaining fractured portion of the endoanchor was found at the end of the applier.